Event description:
It was reported that the tubing of the bard powerloc safety infusion set 19g comes out of the clamp. No other information was provided. Additional information received 09/24/2024: no patient harm occurred. The patient did require another stick as the nurse couldn¿t get the tubing clamped.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tubing of the bard powerloc safety infusion set 19g comes out of the clamp. No other information was provided. Additional information received 09/24/2024: no patient harm occurred. The patient did require another stick as the nurse couldn¿t get the tubing clamped.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.